Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found the pulse generator in bvvi mode. A product code download was successfully performed, after which the bvvi condition could not be reproduced. The device exhibited normal electrical characteristics.

Event description:
It was reported that the pulse generator was found in bvvi mode 1.5 years after implant. As the patient was pacemaker dependent, the physician decided to explant and replaced the device.